Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that bipolar forceps of the bipolar insert cev634-1a 350mm mouiel (cev634-1a) broke inside the patient during an operation. It was reported that the break occurred at the tip of the insert, a single piece detached and was recovered, and another forceps were used to complete the surgery. There was no injury, death, and it was unknown if there was any increase in surgery time.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h3, h6, h11. The bipolar insert cev634-1a 350mm mouiel (cev634-1a) was returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the product was returned, and the investigation shows the jaw was broken, however, the insert (cev634-1a) had been repaired and modified externally by another company. The markings were worn off, the coating was not microfrance, the jaws were different from micro france, as was the ribbing. Root cause analysis: the product was returned, and the investigation revealed that the electrode jaw was broken, and that this cev634-1a insert had been repaired and modified by another company. The modification and repair of the instrument were carried out by a third party not qualified by integra microfrance (imf). Imf recommends repairs within its factory and cannot guarantee the services provided by an eternal service provider.